Event description:
The relative of a patient inquired about returning a patient's device reporting the patient passed away. The patient's cause of death was not provided. Additional information is being requested from the reporter surrounding the details of the patient's death, and if there was any known device issue. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the relative of a patient inquired about returning a patient's device reporting the patient passed away. The patient's cause of death was not provided. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Updated: evaluation method code grid updated. Evaluation results code grid updated. Conclusion code grid updated.